Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had exhibited impedance spikes since once month after implant. There was oversensing/noise observed on atrial electrogram, and a bipolar impedance warning had triggered due to high impedance. The physician stated that the atrial pin may not have been fully inserted into the device header. The lead was explanted and replaced. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.